Event description:
It was reported that the pk dissecting forceps instrument was out of alignment. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of the grips and a .039" offset at the tips. It was determined that the grip damage was most likely caused by overloading at the tip. Engineering also observed multiple deep scratches on the main tube with material removed. The damage is located within an area of approx 2.8" and extends from the intersection with the proximal clevis. Based on the location and appearance, the main tube damage was most likely caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.